Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received via the tandem customer technical support team on (B)(6) 2026, the patient experienced inaccurate cgm readings, which reportedly resulted in an automated insulin bolus delivered by the insulin pump. The patient was using a tandem t:slim x2 insulin pump at the time of the event. While at school, the patient experienced a loss of consciousness (loc). The duration of the loc was not reported, and no cgm or fingerstick blood glucose (fsbg) readings were available immediately prior to or during the event. Emergency medical services (ems) transported the patient to the emergency department (ed). Upon regaining consciousness, the cgm displayed a glucose reading of approximately 200 mg/dl; however, no fsbg value was provided. The patient was treated with baqsimi (glucagon) nasal powder. The patient was discharged after approximately 12 hours and was reported to be in stable condition. No additional cgm or fsbg data were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.